Event description:
It was reported that during a device check it was noted that there was rapid battery depletion. The physician was questioning whether there was premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Based on telemetry cuseage, auto cap formations, and therapies, this is normal battery curve behavior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.